Manufacturer narrative:
The device history record was reviewed, and no irregularities were noted. The plate breakage in this case probably caused by the excessive force applied to the position of the plate and screws. We concluded that the quality of this product has no relation to this event. The osferion bone void filler package insert status in the following section: warning and precaution. Important basic precautions. When load bearing capacity has been weakened or reduced due to fractures, etc., osferion should only be used if the bone can be reliably immobilized by using external or internal fixations etc. Otherwise, compaction of fractures may occur. If necessary, the fracture should be stabilized using external or internal fixations to prevent post-implantation migration or extrusion of the osferion due to loosening. Adverse events. Fracture, fever, pain, local sensation, red flare, inflammation. This report is being submitted as a medical device report is an abundance of caution.

Event description:
A patient underwent high tibial osteotomy (hto). The surgeon in charge of the patient fixed the osteotomized tibia with a bone plate and bone screws for use in internal body fixation and implanted this product (bone void filler). After transferred to a different medical facility, the patient complained of a pain at the surgical site about 2.5 months after the hto. X-ray images of the patient's affected limb revealed plate breakage. Revision surgery was performed. Comments from the surgeon. The patient weighed 93 kg. Intraoperative correction angle was 16 degrees and the hinge point was located comparatively close to the joint surface. Considering these three factors, I suppose that a type 3 lateral hinge fracture occurred and made the osteotomy site unstable resulting in the plate breakage.